Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a pump/gravity blood single chamber set leaked due to a disconnection of its tubing from the drip chamber. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation covered in blood in a biohazard bag. Due to the condition of the returned device, a device evaluation could not be performed. However, testing was performed on a retained sample. Visual inspection of the retained sample did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed on the retained sample, and fluid flowed through correctly without issues noted. No defects related to the reported condition were noted during evaluation. Should additional relevant information become available, a supplemental report will be submitted.